Event description:
It was reported that drill was used during a cadaver lab to complete 2 ukrs on (B)(6) 2014 with no observed problems. After the lab, the drill was hand washed using enzymatic cleaner by a new pav x lab tech and then plugged back into the system which was being set up for a lab the following morning. On (B)(6) 2014 when the system was first booted up, the anspach console was making a louder than normal noise and "e8" was observed on the console. At this point, water was observed leaking from the drill and the blue part was able to rotate 360 degrees. The drill was then set aside and a backup was used. Later, the drill was plugged into another system at the lab, the loud noise continued and "e9" was observed on the console. On (B)(6) 2014, the drill was brought to the bbt office and sterilized in the autoclave. After connecting the drill to a vv system, the loud noise continued and "e6" was observed on the console. When the drill was plugged into the system, the drill started smoking when the foot pedal was pressed. This complaint is for the smoke.

Manufacturer narrative:
The device was intended for use in treatment and it was reported that the drill is smoking. The DHR could not be reviewed and it was not confirmed if the product met manufacturing specifications. A complaint history found similar reports, this issue will continue to be monitored. This is an identified failure mode within the risk assessment. The surgical system user's manual released at the time of the complaint (pn 500054 rev b) provides instructions for drill usage and troubleshooting. We could confirm there was a relationship established between the reported event and the device. The device was returned for initial investigation to OEM. The returned device was evaluated, and the reported problem was confirmed. A visual and functional assessment was performed and found to substantiate the report. Evidence suggests that the malfunction was due to user error.